Event description:
The patient reported on 11/6/2006 that her blood glucose has ben fluctating between 136 to 555 mg/dl. The patient administered correction boluses and gave herself an injection of insulin to bring her blood glucose down. On 11/6/2006 her blood glucose returned to normal. The patient ws contacted on 11/6/06 to further discuss her elevated blood glucose readings. The patient reported that she has had a history of health and heart problems and has gone through several diagnosis, treatments and test by her doctors. The patient also reported that insulin does leak from her site. She was educated on using good site rotation techniques and using an extra dressing method to help secure her infusion set to her site the. Patient also reported being stressed out. The patient called back in on 11/9/2006 due to still having elevated blood glucose. She reported that her blood ggucose was "hi" (typically greater than 600 mg/dl). The patient gave heself 10 units of insulin by injection to help counteract her elevated blood glucose. She reported symptoms of "quivering in her throat and a pressure headache." She does not believe the infusion device is now delivering insulin properly. The infusion device has been requested to be returned for evaluation.